Event description:
Same event as MFR #: 2134265-2008-02050. It was reported that during a percutaneous coronary intervention (pci) procedure, guide wire breakage occurred. The 90% stenotic lesion was located in the severely calcified and moderately tortuous proximal to mid left anterior descending (lad) coronary artery. The floppy rotawire guide wire was engaged, and a 1.5 mm rotalink was advanced to the lesion; however, it was unable to cross the lesion. Therefore, the physician exchanged the 1.5 mm rotalink for a 1.25 mm rotalink; however, it was also unable to cross the lesion. The physician then attempted to dynaglide out of the vessel, but approx 1 cm of the floppy rotawire spring tip fractured during removal of the 1.25 mm rotalink. The physician attempted to retrieve the separated tip, but was unsuccessful. The separated guide wire tip did not embolize and remains in the distal lad. There is no plan to retrieve the separated spring tip. It is unk whether or not the 1.25 rotalink burr came into contact with the floppy rotawire spring tip. The procedure was completed with a 3.00 mm maverick2 balloon catheter. No further pt injuries or complications were reported. Pt status is listed as "stable".

Manufacturer narrative:
Complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.